Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the sealing was not optimal. There was no adverse outcome to the patient. No further information is available.